Event description:
A patient reported with this new batch they have been wearing the aligners every day for at least 12+ hours. At least 5 days a week, they warn them 18-22 hours. When they don't wear them for 18-22 hours and they are off for a while, it seems that the bottom teeth shift and it hurts to get the bottom one on. The patient stated that they can wiggle one tooth with their tongue. The patient also reported whenever they took off the bottoms, it was sensitive to chew food. It's not always sensitive, but just immediately after they take off for up to 30 minutes or so.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.